Manufacturer narrative:
Product event summary: analysis confirmed that the programmer rf head connection was unable to receive telemetry communication, the rf connection was loose.

Event description:
It was reported that the programmer's radiofrequency programmer head connection was unable to receive telemetry communication. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).